Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. It was reported that the patient adjusted intensities for all groups/positions and waited stability time of 30 sec and has not had any more issues since adjustments were made. The patient reported he has not had any more issues, issue resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the manufacturer's representative regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - chronic low back pain/ spinal pain. It was reported that therapy was turning on and off by itself. The manufacturer's representative (rep) reported the patient stated that they were sitting down, got up and walked down some stairs, walked a couple more minutes and that's when it kicked off and it was 5 minutes before it kicked back on. Rep stated this happened randomly and patient only reported the one incident. Unable to troubleshoot at this time due to lack of access to product. No further complications were reported/anticipated.